Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked both analyzers and could not determine a cause. Instrument checks were performed on both analyzers and results were acceptable. The last calibration on analyzer serial number (B)(4) was performed on 03-apr-2019 and calibration signals were slightly lower than expected. There were no alarms on the calibration. The last calibration on analyzer serial number (B)(4) was performed on 24-apr-2019 and the calibration signal for the first level of calibrator was as expected. Signal was slightly lower than expected for the second level of calibrator. There were no alarms on the calibration. Quality control recovery on both analyzers were within range, showing no indication of an instrument or reagent performance issue. Sample clotting time appeared to be too short.

Event description:
The initial reporter stated that they received discrepant results for 5 samples from the same patient tested with the elecsys hcg + beta test system on two cobas 8000 e 602 module analyzers (serial numbers (B)(4)). The measurements from these samples did not match the patient's clinical picture. The samples showed a trend of increasing hcg+beta values after the patient miscarried. All values were reported outside of the laboratory. The first sample from the patient resulted with an hcg+beta value of 42.3 miu/ml when tested on e 801 serial number (B)(4) on (B)(6) 2019. The second sample from the patient resulted with an hcg+beta value of 48.7 miu/ml when tested on e 801 serial number (B)(4) on (B)(6) 2019. The third sample from the patient resulted with an hcg+beta value of 142.0 miu/ml when tested on e 801 serial number (B)(4) on (B)(6) 2019. The fourth sample from the patient resulted with an hcg+beta value of 44.4 miu/ml when tested on e 801 serial number (B)(4) on (B)(6) 2019.. The fifth sample from the patient resulted with an hcg+beta value of 63.4 miu/ml when tested on e 801 serial number (B)(4) on (B)(6) 2019. The patient was not adversely affected.